Manufacturer narrative:
This event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot # and exp date unk). Ref medwatch report with pt identifier (B) (6) for the suspect device used in the performa system.

Event description:
Caller states a neonate pt received result of 60 mg/dl on the sensor system, and result of 45 mg/dl on the performa system. Pt was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.